Manufacturer narrative:
Product analysis: upon receipt of the bioprosthetic valve at medtronic¿s quality laboratory, a blue monofilament surgeon suture remained attached to the sewing ring adjacent to the left and right cusps. All leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow. The stent posts were slightly deflected with measurements of: left-right (lr) = 5°, right non-coronary (rnc) = 4°, left non-coronary (lnc) = 7°. There was a cut approximately 10 mm in length from the free margin to the belly of the right cusp. The linear laceration likely occurred during explant by a sharp tool, such as forceps. Abrasions through the free margin and lunula of the non-coronary cusp likely due to contact with the bias cloth on the non-coronary outflow rail. Protein deposits noted on the belly of non-coronary and left cusps, likely associated with host tissue infiltration. Lr, lnc and rnc commissures appeared intact. Traces of pannus were noted along the sewing ring. An unknown amount of pannus may have been removed during explant. Conclusion: based on the analysis of the returned valve, the abrasions noted on the free margin and lunula of the non-coronary cusp were likely associated with leaflet wear on the bias cloth and/or contact with the surgeon¿s suture tail. The cause of the noted laceration likely occurred during explant of the valve. Deflection of the stent posts can result in more contact of the leaflet onto the cloth / long suture tail due to the altered position of the outflow rail and stent posts. The tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the deflection results in the narrowing of this outflow rail opening. Exactly when and how the stent post deflection occurred cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to valve degeneration leading to shortness of breath due to a leaflet tear. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months and 12 days post implant of this 21mm bioprosthetic aortic valve, it was explanted and replaced with a 19mm bioprosthetic valve of a different model. The reason for replacement was reported as valve degeneration leading to shortness of breath. No additional adverse patient effects were reported.